Manufacturer narrative:
The product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that eight days following an intraocular lens (iol) implant procedure, the patient developed endophthalmitis. The patient was referred to a retinal specialist for further care due to lack of improvement. Additional information has been requested.

Event description:
Additional information was provided by the nurse, who reported that the patient developed -2+ conjunctival inflammation, 2-3+ aqueous cell, aqueous fibrin and hypopyon. The patient experience pain and decreased vision. According to the nurse, the surgeon is unsure if the product caused or contributed to the event. The diagnosis was endophthalmitis. No cultures were performed. Intravitreal antibiotics were injected. The event outcome was improving after the second injection.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).